Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a reservoir leak. The customer reported noticing the leak when the reservoir was removed from the insulin pump. The customer's blood glucose was 70 mg/dl. The customer stated the leak was located at the top, where the tubing was. The customer did not find any cracks or damage to the reservoir. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.